Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to receiving shocks. Noise was observed on all vectors. Review of latitude data found there was a stored untreated and treated episode in which the noise was being oversensed resulting in the inappropriate therapy. Technical services discussed troubleshooting options at the time of the revision procedure. A chest x-ray was performed and confirmed the electrode was fully inserted. When the device was programmed to primary and alternate the noise could be re-created when pressing on the pocket. Subsequently, the system was explanted and replaced successfully. The system is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to receiving shocks. Noise was observed on all vectors. Review of latitude data found there was a stored untreated and treated episode in which the noise was being oversensed resulting in the inappropriate therapy. Technical services discussed troubleshooting options at the time of the revision procedure. A chest x-ray was performed and confirmed the electrode was fully inserted. When the device was programmed to primary and alternate the noise could be re-created when pressing on the pocket. Subsequently, the system was explanted and replaced successfully. The system is expected to be returned. No additional adverse patient effects were reported.